Manufacturer narrative:
H6. This statement is to summarize the investigation results regarding your complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 2332350. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information it was understood that the customer had performed the test and received a valid result (negative). Customer tried to interpret the result visually because they saw there were some lines in the cartridge, and they expected a positive result based on the visual read of the cartridge. The bd veritor¿ sars-cov-2 and flu a+b has never been designed to be read visually, the test results need to be analyzed through the bd analyzer. Batch history record (bhr) review and retain sample testing were performed on the batch number provided, results were acceptable, and no relevant issues were found. No photos or samples were returned; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b discrepant result was obtained. The cartridge was visually read as positive, the analyzer reported a result of negative. The following information was provided by the initial reporter: customer reporting discrepant result for product 256088 lot no. 2332350. The cartridge was visually read as positive, the analyzer reported a result of negative. Expected positive result based off of the visual read of the cartridge.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b discrepant result was obtained. The cartridge was visually read as positive, the analyzer reported a result of negative. The following information was provided by the initial reporter: customer reporting discrepant result for product 256088 lot no. 2332350. The cartridge was visually read as positive, the analyzer reported a result of negative. Expected positive result based off of the visual read of the cartridge.